Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) made a high-pitched noise and shut down during therapy. No injury or death reported. The customer was able to exchange the pump and resume therapy.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) and h11. Corrected field: d1, d4 (version or model, catalog, unique identifier (UDI). A getinge field service engineer (fse) unable to reproduce the reported issue. Fse replaced primary 9v battery alkaline (d146-00-0146) as it powers the alarm daughter board and it wasn't functioning. Recorded error logs. Performed pm procedures per manufacturer specifications. All test passed. Handed unit over to customer in good condition.